Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were unresponsive. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on with audible tones, no vibration function and a blank display. There was visible moisture behind the display lens and inside the battery compartment. The keypad was found to intact; no damage was observed. The keypad response was not able to be tested due to the blank display and moisture damage. The keypad was removed and there was no evidence of contamination observed under the button contacts. A leak test showed a leak at the crack in the battery compartment. During investigation, a visual inspection revealed a crack in the battery compartment. The pump case was opened and there was evidence of moisture found on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.